Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the printed circuit boards, set type in the configuration, and reloaded the software and the nodes. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.